Event description:
It was reported "(B)(6) initial tkr procedure (B)(6) 2013 - triathlon - staph infection resulted in complications. There was a manipulation of the knee under general anaesthetic in (B)(6) 2013 and an arthroscopy and washout in (B)(6) 2013 with no components replaced. On (B)(6) 2013, the surgeon performed a partial knee replacement where the polyethylene plastic disk was replaced and a patella component was implanted for the first time.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding primary surgery of a patella device whereby the insert was explanted for unspecified reasons involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: device evaluation was not performed as no items were returned. Medical records received and evaluation: no medical records were received. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the patient underwent a revision surgery whereby a patella device was implanted for the first time. During this revision surgery the reported insert was revised for unspecified reasons. The exact cause of revising the reported insert could not be determined because further information such as x-rays, operative report and clinical history are needed to complete the investigation for determining a root cause.

Event description:
It was reported "s1 1438882 initial tkr procedure (B)(6) 2013 - triathlon - staph infection resulted in complications. There was a manipulation of the knee under general anaesthetic in (B)(6) 2013 and an arthroscopy and washout in (B)(6) 2013 with no components replaced. On (B)(6) 2013, the surgeon performed a partial knee replacement where the polyethylene plastic disk was replaced and a patella component was implanted for the first time.